Manufacturer narrative:
Correction: h6 (imf) additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d1, d4 (model #, catalog #, expiration date, lot #, unique identifier (UDI)), g3, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperatively of a bilateral transabdominal preperitoneal (tapp) inguinal hernia laparoscopic procedure, an adhesion of the clip to the bowel occurred after the procedure. Medical or surgical intervention was needed to remove the adhesion to prevent a permanent impairment of a function. The adherence of the clip to the bowel was resolved by removing the adhesion. The patient was re-operated in another hospital. The surgeon removed the staples that had come undone.

Manufacturer narrative:
Additional information: e4, g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the first photo depicts two tacks, one appears to be malformed. The second photo depicts a malformed tack. The third photo depicts a malformed tack. The fourth photo depicts a line of tacks in tissue with what appears to be malformed tacks. The fifth photo depicts a line of tacks with what appears to be malformed tacks. It was reported that an adhesion of the clip to the bowel occurred after the procedure the reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperatively of a bilateral transabdominal preperitoneal (tapp) inguinal hernia laparoscopic procedure, an adhesion of the clip to the bowel occurred after the procedure. Medical or surgical intervention was needed to remove the adhesion to prevent a permanent impairment of a function. The adherence of the clip to the bowel was resolved by removing the adhesion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.